Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the broken lens was due to use of excessive force by the customer. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during reprocessing, the subject device fell on the floor and the lens shattered. When looking through it, it is half black and the user cannot see anything. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported issue. The lens was chipped. In addition, the outer tube was bent due to handling, there was debris under the eyepiece window, there were dents on the eyepiece funnel due to collision with other devices, and there were scratches on the distal frame. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.